Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no vibration. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and failed due to receiver would not turn on. An attempt to download the logs failed due to receiver would not turn on. The receiver was opened and an internal visual inspection was performed and failed due to damaged battery controller chip. Vibrator resistance was measured and failed. The allegation was confirmed. A probable cause was determined to be a defective vibrator motor. No injury or medical intervention was reported.